Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-08858 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-apr-2024, it was reported that the infusion set tubing was leaking at abdomen for about 24hours and the adhesive was great even when it was leaks which was strong and holds. The patient replaced infusion set and resumed insulin successfully. No further information available.